Event description:
It was reported via repair work order that the brakes will not hold due to worn drive link assemblies. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.